Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a low reservoir alarm and the customer did not know how to clear the alarm. Customer's blood glucose was 476 mg/dl. Customer treated high blood glucose with bolus. Customer's blood glucose dropped to 117 mg/dl. Customer was assisted in rewinding the device and clearing the alarm. Customer will not be returning the device for analysis.